Manufacturer narrative:
The manufacturer has completed an investigation as part of complaint (B)(4). Per this investigation: the device history record for the device lot (a0045) was thoroughly reviewed and determined that the devices met manufacturing specifications. The returned device was inspected and confirmed to meet design specification. Another un-used tap from the same lot (6.5 mm tap, catalog # lb-tap-65, lot a0045) was pulled from inventory and mechanically tested. Specifically a torque test was performed under simulated use conditions using the device from the same lot. The sample device was torqued with a digital torque meter to the point of failure. The observed torque prior to device failure exceeds the design specification of and therefore meets the strength requirements for this instrument. The actual failure load under test was higher than the predicted failure mode. The returned device showed the same fracture mechanism as the test sample that was forcibly torqued to the point of failure. This failure mode is described in the approved libra pedicle screw system risk assessment document, dfmea 12282016. The current frequency of occurrence and severity of the failure mode are within expected and predictive values. Investigation concluded that the contributing factors to the device failure were young patient with a strong native bone stock coupled with an aggressive tapping method. This is based on testing performed and information provided by the surgeon. It is suspected that the reported instrument failure was due to over-torque applied to the instrument.

Event description:
Surgeon was performing posterior lumbar fusion procedure in a (B)(6) female patient. Surgeon had tapped 3 holes when tap broke while tapping the l5 pedicle. The broken part of the tap was removed from patient using forceps in approximately 10 minutes. No patient injury occurred, remainder of procedure was uneventful. Surgeon commented that there was no damage to the pedicle and no other complications occurred. Surgeon commented that the patient was young with solid, good bone, and using the large sized tap may have contributed to the malfunction.